Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a controller exchange prompted by lcd com faults, was confirmed in the submitted log file. The customer reported that a controller fault / replace system controller messages had appeared and would not clear. Technical services reviewed the submitted log file and noted an lcd com fault. A controller exchange was recommended. The patient¿s controller was exchanged. The customer reported that the exchange resolved the issue and that no products would be returning for evaluation. Although confirmed in the submitted log file, the root cause of the reported event was not conclusively determined through this analysis. The system controller was shipped to the customer on oct 15, 2019. The manufacturing date on the package label was aug 16, 2019; the use by date on the package label was aug 15, 2022. The system controller was assigned to the patient at implant on (B)(6) 2019. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook, rev c, page 207 - ¿alarms and troubleshooting¿; page 225 - ¿system controller fault alarm (controller fault)¿ and the heartmate 3 lvas instructions for use (IFU), rev c, page 7-1 - ¿alarms and troubleshooting¿; page 7-20 - ¿system controller fault alarm¿ and page 4-19 - system monitor advisory alarms / replace system controller). Both the IFU and patient handbook provide instructions on how to exchange the system controller in section 2 ¿system operations¿ (IFU pages 2-54) and section 2 ¿how your heart pump works¿ (patient handbook page 63). The patient handbook (page 65) cautions: "do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital." In addition, the IFU (pages 2-40) warns: the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from power sources. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 lvad (pump) will restart during a system controller exchange. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported on (B)(6) 2021 that the patient called the ventricular assist device (vad) phone line reporting that their controller screen displayed "call hospital contact, controller fault." The vad never alarmed and the patient was unable to see any parameters. The log files captured controller internal fault alarms. There were no other notable alarm conditions or parameter changes, and the vad appeared to be functioning as intended. On (B)(6) 2021, it was reported that the patient underwent a controller exchange and controller faults resolved. The patient was not adversely impacted by the controller exchange.